Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device and found that the upstream sensor was failing due to cracks in the flex tail. It was determined that this failing part caused the undetected upstream occlusion and has been replaced. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device had an undetected upstream occlusion during the 40ml/hr test. There was no patient involvement.